Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that inappropriate shocks due to doublecounting were observed. The lead was dislodged. The lead was explanted and will not be returned.